Manufacturer narrative:
Correction: b5. Describe event or problem should have been it was reported that the patient¿s right ventricular (rv) lead exhibited high capture threshold and loss of capture. On (B)(6) 2026, the physician elected to reposition the rv lead. During the procedure, manipulation of the lead revealed rv lead dislodgment. The patient remained stable throughout.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high capture threshold and loss of capture. On (B)(6) 2026, the physician elected to reposition the rv lead. During the procedure, manipulation of the lead revealed rv lead dislodgment. The patient remained stable throughout.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited loss of capture. On (B)(6) 2026, the physician elected to perform an rv lead revision. During the procedure, manipulation of the lead revealed rv lead dislodgment. The patient remained stable throughout.